Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Eval summary: the clamp is damaged by dental grinder marks in the jaw area and on the bow of the clamp. Also it is distorted from its original shape. When reassembled it was obviously permanently deformed, not returning to its original formed shape and jaw proximity. Conclusion: overextension probably caused permanent deformation to the clamp and subsequently breakage of the clamp. Excessive dental grinder damage is also a possible factor leading to breakage of the clamp. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated. The dental office said that no one was injured during the incident.

Event description:
This is the second of two reports for two separate devices from the same office. Dealer rep called and said she received from the local rep 3 clamps. There was no description of the complaint; however, all 3 clamps are broken. She gave the office info and said she would return the clamps. One of the clamps had exceeded the use life as defined in the labeling. Spoke to an assistant at the office. She said that they do not remember which patient's clamps broke on. She said that they broke while putting them on the tooth or during the procedure. She said that no one was injured.